Event description:
It was reported that a patient underwent a cardiac cath lab procedure on and unknown date and suture was used. The patient developed an abscess along the suture line. When the suture was removed the abscess disappeared. No additional information provided.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.